Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified . As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a recanalization procedure for left lower extremity deep venous thrombosis via left popliteal vein, the guidewire was allegedly broken after suction of thrombus along ten cm of the target vessel. It was further reported that the catheter was removed from the body and further attempts to remove the guidewire allegedly failed. Reportedly, the angiogram showed that the guide wire was currently located in the patient's pulmonary artery. The procedure was completed by placing a stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. H10: this device or a similar device has not been cleared for marketing or commercial distribution in the united states. Therefore, this event does not meet the criteria of a reportable event for 21 cfr part 803 regulation. Hence, the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a recanalization procedure for left lower extremity deep venous thrombosis via left popliteal vein, the guidewire was broken after suction of thrombus along ten centimeter of the target vessel. It was further reported that the catheter was removed from the body and further attempts to remove the guidewire allegedly failed. Reportedly, the angiogram showed that the guide wire was currently located in the patient's pulmonary artery. The procedure was completed by placing a stent. The current status of the patient is unknown.